Event description:
It was reported by service report that the bellows were jammed preventing the jacks from being raised and lowered, and all of the velcro strips were missing from the litter. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bellows, velcro.